Manufacturer narrative:
The analysis of the uninterruptible power supply (ups) was completed by medtronic personnel. Testing found that the original batteries would not hold a charge and failed load testing. When new batteries were installed, the unit functioned as designed. Indicating an electrical failure mode.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative installed a new uninterruptible power supply (ups). The imaging system then passed the system checkout and was found to be fully functional. The suspected uninterruptible power supply (ups) was returned for analysis, however results are not yet available.

Event description:
Medtronic received information regarding an imaging device. It was reported that there was an issue with the uninterruptible power supply (ups) on the mobile view station (mvs). The issue was identified outside of surgery. No complications were reported/anticipated.